Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer's current blood glucose was 267 mg/dl. The customer did experience any symptoms such as confused, headache and stomach ache a result of high blood glucose. The customer was treated with IV drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump within 48 hours during the hospitalization. Based on customer report customer did not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. (B)(4).